Event description:
It was reported that near the end of the procedure, they received a solid tone with the device. They replaced the instrument and were in the process of completing the case at the time of the call. No patient consequence was reported.

Manufacturer narrative:
The analysis results confirmed that the hf105 device was returned with the distal tip of the blade broken off, but present. The identified blade damage may have occurred from externalcontact during pre-op or general use.